Event description:
Information was received that a smiths medical level 1 hotline low flow system had a slow leak. No adverse effects reported.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90. The reported problem of slow leak was verified upon testing when filling water tank along with visual inspection. The device arrived damage from wear and tear in enclosure. Cracked tank cover, faded line cord and outdated pcb along with power switch. The cause was isolated to cracks were near the screw holes which are caused by over tightening of those screws. The device was not repaired and retried to scrap as condition and age was beyond economical repair. Updated fields. B 1. B 4. B 5. D 10. G 7. H 1. H 2. H 3. H 6. H 10.

Event description:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90. Summary in h -10.

Manufacturer narrative:
Additional information was received from the customer that a level 1 hotline low flow system did not alarm but was noted to be dripping. It was reported that the water level wasn't low enough yet. This fault was reported to occur during setup with no patient involvement.